Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, and caller did not provide information about impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to attempt several restart and charging steps without success, planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump shipment, provided guidance on entering pump settings and reconnecting cgm, and instructed customer to return malfunctioning pump after allowing battery to fully deplete.